Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed the customer complaint. The main pcb and pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that when an astral device was connected to ac power it detected the source to be a dc power source. It also failed to complete its internal self-test prior to being placed on a patient. There was no patient injury reported as a result of this incident.